Event description:
The pt reported that "empty" powerpacks are stored in a drawer and on one occasion, the powerpack exploded and burned a table cloth in the drawer. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The powerpack was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.